Manufacturer narrative:
Batch review performed on 14 january 2020: lot 178282: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medacta medical affairs director: periprosthetic femoral fracture taking place few days after primary cementless tha. The cause is reportedly not a traumatic event. It is conceivable that it is related to consequences of the femoral preparation or the physiothepic treatments, we do not have enough elements to determine. No indication that it may be related to a faulty device.

Event description:
The patient came in reporting pain due to a periprosthetic fracture which was caused from getting up after being in a seated position. The surgeon cabled the fracture and revised the stem and liner almost 1 month after primary. The surgery was completed successfully.